Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of around 400 mg/dl. Customer stated that, he checked his blood glucose and it was 350 mg/dl and tried to deliver a bolus and he got the insulin flow blocked alarm. Customer treated high blood glucose with manual injection and declined troubleshooting for the high blood glucose, product not adhering or sticking and lost sensor signal. Customer stated he received sensor updating message, does not know how long that went as he was at work. Customer reviewed alarm history and found sensor signal not found and lost sensor signal. Customer stated that, he had two sensors that came out when he took off his shirt and they were taped down correctly. The insulin pump failed to detect the transmitter and is unable to receive sensor signal. Customer was not reporting a sensor signal not found alert that occurred only with a previous sensor that has already been removed. Customer states the transmitter led blinked on and off. Customer states the pump is communicating with the transmitter. Customer also reported a insulin flow blocked alarm. Customer reported that, the insulin flow blocked alarm did not occur during fill tubing. Customer reported that the event was resolved by changing complete infusion and reservoir set. The device will not be returned for analysis.